Manufacturer narrative:
Device analysis: returned product consisted of a jetstream xc-2.4 atherectomy catheter. Visual examination of the device revealed no shaft damage. There was blood present in the device, indicating it had been used during a procedure. Functional analysis revealed that the aspiration values were below the specification. The aspiration issues were consistent with the occlusion of the aspiration lumen due to excessive clot burden. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for evacuation failure.

Event description:
It was reported that the jetstream failed to aspirate a sufficient amount of saline, blood, and debris. A jetstream xc atherectomy catheter was selected for use in the atherectomy procedure. The jetstream was prepared using an atherectomy lubricant and was advanced over a 0.014-inch guidewire. During activation of the device in rex mode, it was observed that the jetstream was not aspirating a sufficient amount of saline, blood, and debris. The jetstream was removed and flushed with saline. A small amount of aspiration was visible. Use of the jetstream was discontinued, and the procedure was instead completed using a drug coated balloon. The procedure was completed and there were no reported adverse consequences to the patient.

Event description:
It was reported that the jetstream failed to aspirate a sufficient amount of saline, blood, and debris. A jetstream xc atherectomy catheter was selected for use in the atherectomy procedure. The jetstream was prepared using an atherectomy lubricant and was advanced over a 0.014-inch guidewire. During activation of the device in rex mode, it was observed that the jetstream was not aspirating a sufficient amount of saline, blood, and debris. The jetstream was removed and flushed with saline. A small amount of aspiration was visible. Use of the jetstream was discontinued, and the procedure was instead completed using a drug coated balloon. The procedure was completed and there were no reported adverse consequences to the patient.